Event description:
The patient received 2 scs leads with the same lot number. It was reported the patient is no longer receiving effective stimulation in her hips and back. Lead diagnostics showed invalid impedance values. A sjm representative was unable to resolve the issue with reprogramming. It was also reported the patient had fallen 3 months prior. X-rays are to be taken. There is no additional information at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.